Event description:
It was reported that the bed had phantom motion due to short in side rail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.